Manufacturer narrative:
Button error alarm due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the insulin pump. The insulin pump was received with cracked display window corner, battery tube threads, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.